Event description:
One pt experienced two incidents in which the reservoir burst at the end of the infusion. In the first incident the device was filled with 3g of fortum in 100ml of normal saline. In the second incident which occurred on the same day, the device was filled with 2g of negaban in 100ml of normal saline. Report states no pt injury resulted.